Manufacturer narrative:
If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU.

Event description:
As reported approximately one month post initial taa, the patient experienced a superficial skin infection (delayed wound healing). The event was resolved with medication of local wound care (debridement, duoderm dressings). Per clinical report the reported event is not related but the device but possibly related to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: d10, h6 - type of investigation, h11. The following sections were corrected: d1, g2, h6 - health effect - clinical code. D10: 350-02-01 - talar implant sz 1 rt 4729303. 350-10-01 - ankle sz 1 locking clip 4559420. 350-12-01 - tibial plate fb sz 1 rt 4814370. 350-22-11 - tibial insert fb sz 1 rt 7mm 4703194. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The cause of the patient¿s impaired wound healing and infection reported cannot be conclusively determined; however, it may be due to medical treatment (i.e., the patient¿s arthroplasty) and/or patient-related factors.